Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range right ventricular (rv) shock impedance measurement of greater than 125 ohms. Boston scientific technical service recommended additional troubleshooting in-clinic to evaluate lead integrity since it could not be excluded. This device and rv lead remains in-service and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range right ventricular (rv) shock impedance measurement of greater than 125 ohms. Boston scientific technical service recommended additional troubleshooting in-clinic to evaluate lead integrity since it could not be excluded. This device and rv lead remains in-service and there were no adverse patient effects reported.